Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting for impella support. While implanted, the patient experienced hemolysis. Despite repositioning attempts, the hemolysis did not improve and the pump was subsequently explanted. The patient was placed on ECMO for continued support following explant.